Event description:
The patient reported that the lead fractured. The lead was replaced. No patient complications have been reported as a result of this event. It was further reported that the patient felt fatigued and had frequent episodes of mild lightheadedness with more severe episodes every two months or so. It was also reported that there was noise and undefined high impedance. The patient further reported that the lead "cracked".

Event description:
The patient reported that the lead fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.